Event description:
It was reported that during implant of the right ventricular (rv) lead exhibited high impedance, the helix would not fully deploy, it took over thirty turns for the helix to be retracted, and once the helix was fully retracted it was impossible to re-deploy. The lead was not used and another lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant. The analyst noted the helix was bent and would not extend from the sleeve head. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.